Event description:
A customer reported a loose tubing/scope connection in the basin which resulted in cidex opa being sprayed inside the basin lid and a small amount leaked outside onto the control panel area. The gfi was tripping. The customer cleaned up the solution. The customer reconnected the tubing which resolved the issue. The customer stated there were no injuries involved. The unit is functioning normally.

Manufacturer narrative:
(B)(6). Correction: manufacture date - the unit was manufactured in may 2005. Asp investigation summary: the investigation included a review of the device history record, service and complaint history, trending by product line and system serial number, failure mode effects analysis, the system hazard and user misuse analysis and the health hazard evaluation. The DHR was reviewed and no issues were noted. The service and complaint history for six months shows this unit has not observed any significant trend. Trending analysis for the problem ''fluid leak'' and ''power up failure'' was reviewed and the trend line lies below the upper control limit. The fmea (failure mode effects analysis) was reviewed for all aer leak related and control panel assembly failure modes. The overall risk numbers (rpn) are below the threshold of 100, indicating that the associated risk is minimal. The fmea (failure mode effects analysis) was reviewed for cidex opa solution related to spills/leaks failure mode. The risk numbers (rpn) are below the threshold of 100, indicating that the associated risk is minimal. The shuma (system hazard and user misuse analysis) for cidex opa/disopa was reviewed for user repeated exposure hazards. The risk was assessed to be a category ii, or 'as low as reasonably practicable'. The hhes (health hazard evaluations) were reviewed and found the highest hazard / risk index to be 5, which is considered low risk. The issue was resolved by the customer tightening a connection. The trending shows that the failure is not significant and the risk associated with the failure is low. Additional customer follow up confirmed that only water leaked from the connector; therefore, this is not a reportable event.